Manufacturer narrative:
The customer contacted siemens customer call center (ccc) to report the event. A siemens ccc specialist connected to the instrument remotely to review the available data. A log file showed that the sample was processed multiple times on the original instrument as shown in section b6. The customer was informed that sample integrity may have caused the discordant result and that the sample probe 3 should be replaced. The customer ran a calcium precision study with results that are within specification. The cause of the discordant low calcium result is unknown although sample integrity and sample probe 3 was identified as a potential cause. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low calcium (ca) test result was obtained on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The same sample was repeated several times on the same instrument and on an alternate dimension vista instrument. The repeat test result from the original dimension vista 1500 instrument was reported to the physician(s). The reported repeat result is consistent with the patient's history. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium (ca) test result.